Event description:
It was reported that prior to starting a da vinci surgical procedure, a cable was protruding from the mega suturecut needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable frayed at the distal clevis hub. Frayed strands stuck out approximately .215. The same grip cable was also derailed at the distal idler as well as the clamping pulley at the proximal end. As a result the instrument was stuck in a yaw position. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable could likely cause or contribute to an adverse event if the failure mode were to recur.